Event description:
It was reported that the patient heard device alarms three different times. The right ventricular lead had a high number of sensing integrity counters and a possible fracture and the patient received three inadequate shocks. The lead was inactivated and not replaced. The device reached elective replacement indicator and wireless telemetry was not available. During trouble shooting, the r-wave amplitude sensing dropped and the device had an electrical reset. The device was taken out of service and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Power on reset cause is consistent with high voltage therapy into a damaged lead. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.